Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia. The right atrial (ra) lead position check failed and no capture was noted. The lead remains in use. No patient complications have been reported as a result of this event.